Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the site was unable to verify the straight suction and straight probe. It was reported that the probe was not being held perpendicular to the divot on the reference frame. Tracking views showed that the instrument tracker and patient tracker could be viewed by the localizer. The surgeon was able to verify the straight suction by reversing the hind end of the tip to point superior (towards the head) rather than inferior (towards the feet). The surgeon did not attempt to verify the straight probe. There was a reported delay to the procedure of fifteen movement due to this issue. There was no reported impact on patient outcome.